Event description:
The account reported the bed exit could not be set. The bed was located on the 3rd floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found that the bed exit system needed to be zeroed, user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician zeroed the bed exit system to resolve the issue. Based on this info, no further action is required.